Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock. Technical services was consulted for programming and troubleshooting recommendations. Besides the shock, no other adverse patient effects were reported. This product remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock. Technical services was consulted for programming and troubleshooting recommendations. Besides the shock, no other adverse patient effects were reported. This product remains in service. Technical services reviewed new device data approximately one month later and confirmed no new events have occurred in secondary vector and there has been no visible oversensing of myopotentials. Latitude patient monitoring was suggested to watch for clipping of the signal, which can happen with large amplitude premature ventricular contractions (pvcs).

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.